Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the bd vacutainer® one use holder there was the stopper pulled out of the tube within a holder. The following information was provided by the initial reporter. The customer stated: "after blood collection, when the tube was to be taken out of the needle holder, the tube cap was dislodged and stuck in the needle holder. The blood was contained in the tube and the needle holder. No report of blood exposure."